Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was not confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: image guide (ig) bundle had significant breakages, the distal end was deformed, and the adhesive on bending section cover (a-rubber) was detached, the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had b30 error code. The issue was found during an unknown procedure. There were no reports of patient injury or harm.